Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e132 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. Service order report, (B)(4), feedback: the service technician removed all of the instrument's pump heads, in order to clean and check them. The collect pump head's rollers were found to be sticking, so the pump head was replaced. The service technician checked around the hematocrit sensor as well as the air sensors. He also cleaned under the instrument's dress panel. The system checkout procedure was then successfully performed. Photos were returned for analysis. A review of the photos confirmed the leak from the system pressure dome membrane. The photos indicated that the system pressure dome's membrane had become detached from its pressure dome housing and the membrane could be seen sitting on the pump deck. The pressure domes are leak tested during manufacturing; twice during the sub assembly of the pressure domes and once again at the final kit leak and occlusion testing. A review of the photos could not determine either the cause or root cause for the leak, as no manufacturing defects were identified. A review of the device history record found no related nonconformances. A material trace of the pressure dome housing assembly and its components used to build this lot did not find any nonconformances. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a pressure dome membrane leak. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition and had been discharged from the hospital without any interventions. A photo was submitted for investigation.